Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. A firmware download in clinic successfully restored the device. Patient was fine before, during, and after the download and did not experience any adverse events.